Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The daughter of a customer reported via phone call of needing an order for supplies and mentioned that they are having high blood glucose of over 600mg/dl and 442 mg/dl at the time of the call. Customer indicated that their highs may be due to their infusion set and will change it out. Customer declined high blood glucose troubleshooting. No further details given.